Manufacturer narrative:
The reported observation of pain at the ipg site and high impedances was not confirmed. The root cause of the reported observation was not ascertained. Based on the complaint the impedance issue was observed during implantation of the new device (eterna) and was resolved. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place wherein the ipg was explanted, replaced and repositioned to address the issue.